Manufacturer narrative:
(B)(4).investigation completed and product evaluated with no defects found on returned meter and test strips.most likely underlying root cause of malfunction: user's test strip had a poor storage and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 130 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference or user's test strip issue had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 130 to 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.